Event description:
Explanting physician reported device rupture diagnosed via ultrasound. The device has been explanted. This record relates to right side.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported device rupture diagnosed via ultrasound. The device has been explanted. This record relates to right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: an opening was assessed as an unidentified tear. A piece of missing shell is assessed as inconclusive. The shell thickness was within specification. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. The device has been explanted.